Manufacturer narrative:
Concomitant medications: pre-procedure medications included clonidine, ramipril, aspirin and clopidogrel. Post-procedure medications included aspirin, norvasc and lovenox. Concomitant devices ((B)(6) 2010): cypher sirolimus-eluting coronary stent catalog number cxs33300, lot number 15077898 and cypher sirolimus-eluting coronary stent catalog number, cxs13225, lot number 15065763. Concomitant devices ((B)(6) 2010): abbott vascular xience v stent. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00315, 3003742446-2010-00316 and 3003742446-2010-00317.

Manufacturer narrative:
A (B)(6) female from the (B)(4) study experienced restenosis approximately six months post implantation of three cypher stents. Past medical history that may have increased her risk for mace includes previous pci in lad (unknown stent) and distal circumflex (minivision stent deployed in the third obtuse marginal), hyperlipidaemia, hypertension, myocardial infarction, smoking, allergies to sulfa, ampicillin and penicillin, hysterectomy, gerd, psychiatric history, vaginitis and obesity. During the index procedure, pci was first performed on a 95% de novo lesion in the mid to distal circumflex of 9mm in length in a 3.5mm vessel diameter with extreme tortuousity. The (type a) lesion was heavily calcified. The lesion was pre-dilated before a 2.75x13mm cypher stent was deployed at 16 atm. Pci was performed next on a 100% stenosed, de novo lesion in the mid 1st obtuse marginal, bifurcation, 9mm in length in a 2.0mm vessel diameter with extreme vessel tortuosity. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length with a reference vessel diameter of 2.25 mm to 3.50 mm. The (type c) lesion was heavily calcified. The acc defines a type c lesion as a high-risk lesion with less than 60% success rate of treatment. Timi ii flow was recorded pre-procedure. The lesion was pre-dilated before a 2.25x13mm cypher was deployed at the ostium of the om at 10 atm. There was some impingement on the native circumflex after stent deployment, therefore balloon inflation and stent implantation was performed in the proximal to mid circumflex with a 3.0x33mm cypher stent deployed at 20 atm. The rated burst pressure indicated in the IFU is 16 atmospheres. The stent was overlapping with the previously implanted 2.75x13mm cypher stent. Post-dilation was conducted. The residual diameter stenosis measured 0% and timi iii flow was recorded in both vessels. Approximately six months post index procedure, the patient experienced chest pain. A coronary angiography revealed that the first obtuse marginal artery was totally occluded which is now fed by left-to-right retrograde collaterals. In the distal circumflex there was a new stenosis of 90% occurring just before a previously placed (minivision) distal stent treated with the implantation of a xience stent. The residual diameter stenosis measured 10%. There was also 95% focal in-stent restenosis in the proximal to mid circumflex treated with angioplasty and stenting with another xience stent. The residual diameter stenosis measured 0%. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors, aggressive progression of extensive cardiovascular disease, vessel/lesion factors (heavily calcified, type c, 2mm vessel diameter) and procedural factors that may have contributed to this patient's restenotic event. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00315, 3003742446-2010-00316 and 3003742446-2010-00317.

Event description:
The e-mail received from (B)(4) study indicated that approximately six months following pci in the proximal circumflex and the in the obtuse marginal, the patient experienced chest pain. Coronary angiography revealed that the first marginal artery was totally occluded; there was also a focal area of stenosis inside the stent with 95% stenosis in the mid circumflex. In the distal circumflex there was a new stenosis of 90% occurring just before a previously placed distal stent. An abbott vascular xience v stent was placed in each lesion. During the index procedure, pci was first performed on a 95% de novo lesion in the mid circumflex of 9mm in length in a 3.5mm vessel diameter with extreme tortuousity. The (type a) lesion was heavily calcified. The lesion was pre-dilated with 3 3.5x12mm balloons at 14 atm before a 2.75x13mm cypher stent was deployed at 10 atm followed by a 3.0x33mm cypher stent overlapping the previous stent at 16 atm because the initial stent because after deploying the stent in the om, it pinched the circ. Post-dilatation was performed with 2 3.5x12mm balloons at 14 atm. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. Pci was performed next on a 100% de novo lesion in the 1st obtuse marginal of 9mm in length in a 2.0mm vessel diameter with extreme vessel tortuosity. The (type c) lesion was heavily calcified. Timi 2 flow was recorded pre-procedure. The lesion was pre-dilated with 3 3.5x12mm balloons at 14 atm before a 2.25x13mm cypher stent was deployed at 14 atm. There was no post-dilatation. The residual diameter stenosis measured 0%. Timi 3 flow was restored post-procedure.